Manufacturer narrative:
Lot number - 17e018 and 19a027. The actual devices were not available; however, photographs of two (2) samples were provided for evaluation. For one photograph, visual inspection revealed that the fillport cap was missing from the device. The reported condition was verified. The cause of the condition could not be determined. For one photograph, visual inspection revealed that the blue winged luer cap was missing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that the caps were missing from two (2) large volume infusors. One device was missing the ¿sterility cap¿, and one device was missing the blue winged luer cap. This was noted prior to patient use. There was no patient involvement. No additional information is available.